Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient showed possible signs of thrombus. The patient's hemocrit was low, they had high lactate dehydrogenase and hemolysis. The patient also had presence of dark urine. The pt was listed as 1a for transplant and the pump was explanted.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.